Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise as well as out of range pacing impedance measurements. Tachy therapy was programmed off for this lead. Technical services (ts) analyzed device episode data and determined that the noise was non-physiological. According to additional information received, it was determined that the noise and pacing impedance measurements were due to the right ventricular (rv) lead which had become dislodged. It was explanted and replaced. No adverse patient effects were reported. Currently, this ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise as well as out of range pacing impedance measurements. Tachy therapy was programmed off for this lead. Technical services (ts) analyzed device episode data and determined that the noise was non-physiological. According to additional information received, it was determined that the noise and pacing impedance measurements were due to the right ventricular (rv) lead which had become dislodged. It was explanted and replaced. No adverse patient effects were reported. Currently, this ICD remains in service. According to additional information received, this ICD system was explanted. There was no replacement. The patient was sent home with a life vest. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for additional analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise as well as out of range pacing impedance measurements. Tachy therapy was programmed off for this lead. Technical services (ts) analyzed device episode data and determined that the noise was non-physiological. According to additional information received, it was determined that the noise and pacing impedance measurements were due to the right ventricular (rv) lead which had become dislodged. It was explanted and replaced. No adverse patient effects were reported. Currently, this ICD remains in service. According to additional information received, this ICD system was explanted. There was no replacement. The patient was sent home with a life vest. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for additional analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.